Event description:
It was reported that during device change out for eri, externalized conductors were observed under fluoroscopy imaging. The lead was tested and no electrical anomalies were observed. The lead remained implanted with the new device. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Patients weight was added.